Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® serum blood collection tubes gave erroneous results due to malfunction. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
510(k) updated to: preamendment.